Event description:
Consumer claims to have had ear pierced with the inverness ear piercing sytem at a retail vendor in 2001. Pt sought medical treatment for an infection at the ear piercing site 4 days later and was prescribed antibiotics.